Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The analyst commented the guidewire was stuck in the lead and the distal end was looped back on itself at the distal tip of the lead. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead was placed in the target location but the guidewire was unable to be removed from the lead even after pulling with moderate force. The lead was explanted and a new lead was placed. No patient complications have been reported as a result of this event.